Manufacturer narrative:
The technician found tape on the brake pads which is causing the brake caster to not hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required. See scanned page.

Event description:
The technician reported the brake caster will not engage. The bed is in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).